Event description:
It was reported that the remote home monitor showed out of range impedance measurements on the right atrial (ra), right ventricular (rv) and left ventricular (lv) channels. There was also two signal artifact monitoring events from the same day as the out of range impedance measurements. Upon review, boston scientific technical services (ts) noted that there was noise on several episodes and it appeared to be possible minute ventilation signal. Ts noted that the lead impedance trends showed stable impedances for the ra and rv leads in the 300 to 400 ohm range that then elevated to 1000 to 1200 ohms. The impedance than decreases to less than 200 ohms for a single daily measurement. The pacing impedance than increases to greater than 3000 ohms. The lv lead showed comparable patterns in lead impedance trend without the decrease to less than 200 ohms. Ts discussed possible reasons this could occur and suggested following up with the patient. The cardiac resynchronization therapy pacemaker (crt-p) remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).